Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2020 with continuous low flow alarms for several hours. It was found to be in sustained ventricular tachycardia. She was loaded with amiodarone and synchronized cardioversion to sinus rhythm. Echocardiogram was done at bedside which showed right ventricular hypokinetic and left ventricular underfilled. She has also been hypertensive. The low flows were attributed to right ventricular failure, ventricular tachycardia and hypertension. Log file analysis showed low flows with high pulsatility index readings.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, the account reported that the low flows were caused by the patient¿s right ventricle failure, ventricular tachycardia and hypertension. A specific cause, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The submitted controller event log file contained data from 14nov2020 at 11:41:16 to 16nov2020 at 5:47:16. There were numerous captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 88 low flow faults and 19 low flow alarms. The pump operated at the set speed for the duration of the log file. The pump appeared to operate as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 23sep2020. Section 1 of the heartmate 3 lvas IFU lists right heart failure, cardiac arrythmia and hypertension as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" provides information regarding anticoagulation, including the recommended inr range. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was asymptomatic. The patient underwent right heart catheterization ramp study, resulting in their pump speed being decreased and given milrinone and sent home.